Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. (B)(4).

Event description:
It was reported that the patient experienced a perforation in an unknown location. This right atrial (ra) lead and the right ventricular (rv) lead were both explanted as it was undetermined which of the leads presented the perforation. As there is no available information regarding which lead presented the perforation, the right ventricular (rv) lead will be reported as the one that perforated the heart wall and this right atrial (ra) lead will be reported as additional surgical intervention. This right atrial (ra) lead was successfully replaced. No additional adverse patient effects were reported. The product was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the non specific product performance allegation.

Event description:
It was reported that the patient experienced a perforation in an unknown location. This right atrial (ra) lead and the right ventricular (rv) lead were both explanted as it was undetermined which of the leads presented the perforation. As there is no available information regarding which lead presented the perforation, the right ventricular (rv) lead will be reported as the one that perforated the heart wall and this right atrial (ra) lead will be reported as additional surgical intervention. This right atrial (ra) lead was successfully replaced. No additional adverse patient effects were reported. The product was returned for analysis.